Manufacturer narrative:
This report is submitted on september 27, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to other medical reasons.the patient was reimplanted with another cochlear device on (B)(6) 2023.